Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip-crimp location in the distal end. The inner wire was exposed. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci assisted surgical procedure, the fenestrated bipolar forceps (fbf) was noticed to have a cable torn during surgery. The procedure was completed with a backup instrument of the same kind. There was no report of patient harm, adverse outcome or injury and no delay. No fragment fell into the patient.